Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(6), batch: 7145116.

Event description:
It was reported that patient was complaining of leg weakness following a trial procedure. The patient underwent spinal cord stimulation (scs) linear lead pull. No device malfunction suspected.